Manufacturer narrative:
Cine image review: index procedure: the vessel is not mildly tortuous and neither calcified. The images show the stent treatment from proximal to distal. Not all lesion was pre-dilated, only the proximal part at the beginning of the procedure a total prox-lad occlusion (timi flow 0) is observed due to acute thrombus, timi flow 2 is recovered after poba. A proximal stent is implanted, although is notice the diffuse disease up to mid-lad. A second stent is implanted within with the first one, then subsequently two more stents are implanted from proximal to distal part of the vessel. All lesions were finally covered and timi flow 3 recovered. 6 days post index prox-lad stent thrombosis is observed, timi flow is recovered after multiple pobas. Final poba is performed at the lad origin with a smaller balloon. 21 days post index prox-lad stent thrombosis is observed, timi flow recovered after poba, ivus is notice. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The first implanted 2.25 x26 stent was confirmed to be distal to the 2.5 x 18 however as the patient had chest pain he was moving around the stent was seen to be proximal to the first . The second implanted 2.25 x26 stent was confirmed to be distal to the 2.5 x 18. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used four resolute onyx otw coronary drug eluting stent to treat a mildly tortuous and calcified lesion located in the proximal left anterior descending artery, exhibiting 100% stenosis. Artery diameter 2.5 mm and artery length 24 mm. The 2.5 x 18 stent was deployed at 18atm for 8 seconds and post dilated 3 times in the distal of the proximal lad. The 2.25 x 26 was deployed at 18 atm for 8 seconds and post dilated 4 times. The 2.25 x 26 stent was deployed at 18 atm for 10 seconds and post dilated 5 times, 20 atm for 8 seconds and 6 times 20 atm for 6 seconds .the 2.25 x 26 stents were conformed to be distal to the 2.5 x 18 however, as the patient had chest pain he was moving around, the stents were seen to be proximal to the first. During angiography, post procedure, the stent had moved proximally in the lad. The 2.25 x 15 was deployed at 12atm for 8 seconds and post dilated 7 at18 atm for 6 seconds. There were no abnormalities reported in relation to anatomy. There was no damage noted to the device packaging, and no issues noted when removing the device from the hoop/tray. The devices were inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was not encountered when advancing the devices, however placement issues were noted. Excessive force was not used during delivery. The patient was discharged on brilinta <(>&<)> aspirin. Approximately 6 days later the patient presented with st elevated myocardial infarction secondary to acute stent thrombosis. Coronary angiography revealed total occlusion of the stents at the first septal perforator branch . Thrombus was treated with a bolus of integrillin and heparin followed by balloon dilatation . Intracoronary nitroglycerin and verapamil were administered. Multiple views were then obtained which appeared to exhibit patency of the stents. Approximately 2 weeks later the patient presented with chest pain and had EKG suggestive of acute st-elevation anterior wall mi and stent thrombosis. The lad exhibited a proximal 100% stenosis. Balloon dilatation was carried out in the mid, proximal and distal lad. Ivus was done and it was reported that the stent was malapposed in the proximal lad. Post-dilatation using a 3.0 nc balloon was carried out. Ivus was done again and it was noted that the stent in the proximal lad was well-apposed. Post procedure stenosis was 0%. Patient status post-procedure is alive with no injury. No relevant patient medical history present that may have made the patient more prone to a thrombolytic event.